Manufacturer narrative:
Medtronic reference #: (B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual, dimensional and functional tests and there were no difficulties found with the torque of the connector. The torque was measured within manufacturing specifications. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.

Manufacturer narrative:
(B)(4).

Event description:
The customer was going to insert the tube into the patient however the twist cap on the inner cannula was very stiff. The tube was not used by the patient.